Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 460 units of insulin. Subsequently, the customer was able to withdraw insulin from the cartridge when the insulin gauge displayed that the cartridge was out of insulin. The customer reported that the cartridge was not being reused or refilled and that the cartridge had been filled with room temperature insulin. However, the customer reported using an empty syringe to withdraw the air from the cartridge and then loading the syringe with insulin and filling the cartridge. Tandem technical support educated the customer on the proper air removal technique. During a follow-up call on (B)(6) 2017, the customer completed the load process successfully with tandem technical support and received an accurate fill estimate. There was no impact to the customer's blood glucose level.